Event description:
A us distributor reported that a patients electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed a ECG falloff test. The cause for the failure was isolated to an open pulse wire between the front and rear therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.